Manufacturer narrative:
A lot number was not provided; therefore the sterilization and lot history records could not be reviewed.

Event description:
The doctor reported the cutter stops cutting when the foot pedal is depressed. He releases the foot pedal and presses again and the cutter starts cutting again. They are not sure if aspiration stops.